Event description:
Patient was revised to address poly wear of the liner.

Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. The wear noted is not unusual for the length of implantation. Review of the device history records for the known product code did not reveal any product problems, related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.